Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent right ventricular (rv) lead oversensing and ventricular undersensing were noted on stored electrograms (egm). The rv lead remains in use. No patient complications have been reported as a result of this event.